Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the zcb00 24.5 diopter intraocular lens (iol) was explanted due to iol mechanical complication of iol initial encounter. No further information was provided.

Manufacturer narrative:
Additional information: as a result of follow up it was learned that the patient is female and date of birth was provided. The contact was not able to provided which eye was affected and was not sure what the doctor meant by mechanical complication as it was not indicated in the notes what the specific issue was. The contact was able to confirm there was no incision enlargement, no vitrectomy and no sutures required. Date of birth (B)(6), female.. Device available for investigation: yes. Returned to manufacturer on: 3/22/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in two pieces. It could be due to explant process. Since there is no clear indication what the specific issue was (account reported mechanical complication), the reported issue could not be verified. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There was no associated deviation or non-conformity reports found in the review related to the report. The lenses were released according specification in compliance with the product intended use as required. A search revealed no other complaint was received from this production order. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.